Event description:
Hold jt 4.28 it was reported that the external pulse generator (epg) display went black with flashing random colours and powered off. It was noted that when attempting to power back on, the epg appeared to be starting up but then went black. An additional attempt to power back on the epg also resulted in failure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.